Event description:
The user reported that during preoperative set up, this shaver handpiece started to run on its own while sitting on the or back table. The facility removed this device and used a backup unit to perform the surgery. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this shaver handpiece for evaluation and confirmed the reported problem. During testing the evaluator found this device has the potential to operate on its own related to pc board failure. A design change has been implemented to address this failure mode. There are no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this device for failures.